Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that all of the buttons were not sensitive. The customer's blood glucose level was unknown at the time of the incident. The customer complaint that the insulin pump occurred esd. They took off the batteries and cap, and set the insulin pump for 24 hours. The device will not be returned for analysis.